Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the hard drive was missing upon return of the computer. Once a known operational hard drive was installed into the computer, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a catheter based procedure, a 1.5cm medial imprecision was observed when passing the catheter. It was noted that a "moving dot" was present in the application software. It was reported that the catheter was stationary when the reported issue occurred. To restore functionality, the instrument was removed from the surgical field and re-introduced by reverting in the application software. There was a reported delay to the procedure of 10 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.